Event description:
In this event it was reported that while using a promark endo motor, an electrical charge could be felt; no injury resulted.

Manufacturer narrative:
Though there was no report of injury, because device evaluation results are not available as of this MDR evaluation, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly if this issue occurred with a person who is implanted with a pacemaker. Therefore, this event is reportable per 21 cfr 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.